Event description:
External pacing was administered to a bradycardiac emergency room pt. After the pt had regained a normal heart rate, pacing was stopped. Later, the pt again became bradycardiac and the attending nurse attempted to start the pacemaker. The unit allegedly failed to work. A second pacemaker module was obtained. The operator was again unable to make the unit function. A backup defibrillator and monitor were made available and used. The operator was still unable to make the pacemaker function. Another model pacemaker was made available and used successfully. The pt later expired. The customer indicated the alleged malfunction did not cause or contribute to the pt's death. An autopsy indicated the pt expired due to a massive pulmonary embolism.